Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted unilateral incisional hernia repair procedure with ipom, the patient was readmitted and found to have bowel perforation that required reoperation, abdominal washout and irrigation (twice), and antibiotic and sepsis treatment. The cause of the post-operative complication is unknown.

Event description:
It was reported that after completion of a da vinci-assisted unilateral incisional hernia repair procedure with intraperitoneal onlay mesh (ipom), the patient was readmitted a few days later with fever, high white blood cell count and signs and symptoms of sepsis. The exact location where the incisional hernia repair procedure was performed on the patient's body is unknown. It is also unknown if mesh was used in the original hernia repair procedure. The robotic procedure was completed as planned with no delays, and no reports of any fragments falling inside the patient. The patient was discharged the same day of surgery. Post-operatively, the patient was diagnosed with sepsis due to an undiagnosed leak sustained from the procedure. The patient went to the operating room twice for abdominal exploration, irrigation, and washout. The patient was noted to have a bowel perforation and the leaking site was oversewn. The site cultures and wash out were positive for the presence of multi-species of bacteria. The patient is under critical care, receiving multi-antibiotic treatment, and sepsis management. There were no sterilization issues noted. The specific device that caused the bowel perforation cannot be confirmed by the physician. The physician reported that he might have gone too deep during the procedure. The physician reported that there was no device malfunction, no unintuitive motion, no vision issue or any device issue that may have caused or contributed to the event.